Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no issues with the function or operation of the unit. The unit was tested, confirmed to be operating according to specification, and returned to service. While onsite the technician learned from user facility personnel that the employee subject of the reported event did not move their hand out of the way of the lid when the cycle was about to begin, subsequently causing the reported event. Steris offered in-service training on the proper use and operation of the advantage plus endoscope reprocessing system, however the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that the lid to their advantage plus endoscope reprocessing system contacted an employee's hand. The employee sought medical treatment, however it is unknown if medical treatment was administered.